Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.